Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: we are getting more defective syringes from batch 3212119 and is adding considerable time to our compounding process. For update on the affected number of syringes, batch qty 3207387 91 3212119 9+14+155. Attached a photo and video of a newly opened affected syringe from batch 3212119 wherein there¿s some fluid in the silicon. For additional information for your investigation.

Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible. Twenty samples, seven photos, and one video of 1ml luer-lok syringes (p/n - 309628) were received and evaluated. All samples were received consisting of four small bags each containing five loose syringes with no markings on the bags. Nine syringes were found to have stringing of silicone between the barrel roof and the stopper consistent with excessive silicone. The video shows a loose syringe with silicone visible between the stopper and roof of the barrel. All seven photos show loose syringes with four of the photos showing one syringe, two photos showing two syringes, and one photo showing three syringes, all syringes show excessive silicone in the barrel as described above. Ftir analysis testing was completed and verified the substance to be silicone used in the manufacturing process. The conditions observed are non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the silicone excessive defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3207387 that showed no other rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 3212119 that showed no other rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the foreign matter reported was actually silicone.